Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 20 january 2016. The fse removed a cup from the belt and inspected the instrument for anymore dropped cups. The pick-up claws were inspected and found to be sticky, the engineer cleaned and lubed them. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was dirty pick-up claws

Event description:
On (B)(6) 2016 a customer reported multiple errrors having to do with cup transfer, error 2160 (c trans cup not detect) followed by 4153( c trans z home overrun), 2062 (tip removal) and 4053 (sorter z home) with their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh, lhii, and prl patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.